Event description:
It was reported that visible fibers were noticed on the top of one of the leaflets on an aortic pericardial valve before the valve was implanted. The valve was not implanted and did not come into contact with patient. Another same model/size valve was used.

Manufacturer narrative:
Device evaluation: device evaluation started, but not yet complete. Method = device evaluation started, but not yet complete. Conclusion = device evaluation started, but not yet complete. The device history record review was completed and confirms that this device passed all manufacturing and sterilization inspections. Evaluation results, as well as applicable conclusions and root cause analysis will be reported once completed.

Manufacturer narrative:
Result: detected fibers are natural pericardial tissue, not foreign material. Evaluation summary: as received the valve was attached to the holder. The valve was returned in its original jar and packaging. Customer report of visible fibers on the leaflet is confirmed. At product evaluation laboratory, the handle was attached to the holder, and the valve was re-submerged in the jar repeatedly. The outflow aspect was observed with upward and downward motion of the valve in its original jar and solution. Fine fibers were noted at commissure 2 at the free margins of leaflets 1 and 2. The valve was then examined by manufacturing/quality experts, who indicated that these fibers are natural pericardial tissue characteristics of the fibrous inflow aspect of the valve. Additional manufacturing narrative: edwards lifesciences employs redundant visual inspection steps for 100% of valves manufactured. The complaint history indicates no other similar reports received. Edwards manufacturing and quality personnel have been informed to increase awareness during manufacturing and inspection steps. Edwards will continue to monitor all reports, and corrective/preventive actions will be taken if deemed necessary.